Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had damage on the top of the reservoir compartment. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer stated the insulin pump will need to be replaced. The insulin pump will be replaced and returned.

Manufacturer narrative:
Pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. However, unit received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.